Event description:
It was reported the patient had a revision due to a shattered anchor. It was stated the patient's physician "mangled and disfigured" her and the patient has scar tissue build up from the patient's revisions (refer to manufacturer report # 3004209178-2013-02968). It was also stated the patient had "knots" on her bones that were "penetrating through her spine" but they ended up being anchors that to be revised/replaced. It was unclear if patient had multiple revisions due to anchor issues. It was noted "one the dr put a needle in" and the pain was "horrible." Additional information has been requested, but was not available as of the date of this report.

Event description:
It was noted that the patient felt like another anchor was coming through their skin.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 3777-45 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead; product ID, 3777-45 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead; product ID, 37754 lot# serial# (B)(4), product type recharger; product ID, 37744 lot# serial# (B)(4), product type programmer, patient; product ID, 3550-39 lot# n268853, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type accessory. (B)(4).

Event description:
Additional information received reported the patient had had 4 surgeries to 'repair broken anchors and to revise a lead.' The anchors were reported as breaking in the spine. The patient had been discharged from her physicians care.